Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of regular insulin 100 units in 100ml. Intended to run at 2 units/hr. (2 ml/hr) was found empty after 30 minutes. The patient had serial blood glucose measurements every 15 minutes for the first 2 hours, every 30 minutes for the next 2 hours and then returning to the normal protocol of every hour after that. The patient had a drop in blood glucose to 80mg/dl after the 4th check and was given 1 amp of d50 at that time. No further intervention was required and the patient recovered with no lasting effects.

Manufacturer narrative:
Concomitant medical products: 100ml hospira bag, lot 51-031-jt, exp. 01 mar 2017, 0.9% sodium chloride injection usp; therapy date (B)(6) 2015. The customer¿s report of an overinfusion was not confirmed. The pcu event log showed that at 2:46 pm on (B)(6) 2015 the pump module was programmed to infuse insulin 100units in 100ml at 2ml/hr, with a vtbi of 50ml. At 3:48 pm, the device alarmed for air-in-line, and then alarmed again at 3:50 pm. The device was restarted at 3:54 pm and then channeled off at 3:56 pm. The volume recorded as being infused during this period was 4.174ml. Visual inspection of the pump module observed the platen¿s top hinge was broken, however functional testing of the device found the unit to be delivering fluid within specification. There were no anomalies or leaks observed with the primary administration set. The root cause of the reported overinfusion was not identified.